Event description:
During a cardiac catheterization procedure, balloon of the swan-ganz catheter was inflated. After inflation, pt began to cough up bright red blood. Hemodynamic status subsequently deteriorated and resuscitative efforts begun. Pt required treatment for a ruptured pulmonary artery.